Manufacturer narrative:
Lot review: a review of lot# 3242261 showed (B)(4) units were manufactured, tested, inspected and released in 05/2016 citing no exception documents.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3242261 (mfd. 05/2016). Report states: tubing broken. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3242261 showed (B)(4) units were manufactured, tested, inspected and released in 05/2016 citing no exception documents. Visual receipt: 12/21/2016 - received one used 011-42584-05, transpac IV monitoring kit, reported lot# 3242261. The pressure tubing was observed to be cracked at the bonding site of the male luer connected to the stopcock. Functional testing: unit was visually examined. The tubing was observed to be crack from the 48" tubing attached to the male luer connected to the stopcock. Final analysis summary: the reported complaint of "tubing broken" was confirmed. ICU through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3242261 (mfd. 05/2016). Report states: tubing broken. No adverse patient consequences reported.